Event description:
Doctor performed a combination palate (with a 1010 handpiece) & tongue (with a 1200 handpiece) treatment in 2001. The only change in this treatment, not performed on previous treatments, was that he injected saline (after normal injection of local) then inserted the base of tongue handpiece in approximately the same area as he injected the saline. He did not bend the bot handpiece prior to insertion. Pt started having pain on the first day post-op, with subsequent fever and swelling in the floor of the mouth. The doctor thought this was normal. Then the pt counldn't eat. The pt returned for a follow-up in 2001 to this doctor. Doctor performed an I&d and removed approximately 30cc of pus.